Event description:
It was reported that a pt experienced pain after implant of the ipg. Initially after implant the pt felt like her "butt bone was broken". A few months later she had pain in her legs, at the ipg site and had a fever. Nothing was done about it. She had her device reprogrammed multiple times with no positive effects. Her physician moved so she saw a new physician who conducted an ultrasound. An infection was found at the ipg site. She had 3 open holes of infection that ran 5 inches deep into her back. Her ipg was removed. She returned home 3 days after removal with some medication. The pt still feels sick, has a fever, sweats heavily and the pain in her legs has gotten worse. Sitting and walking is uncomfortable until "everything works itself out". Lying down is "excruciating". Further info is being requested from the hcp.

Manufacturer narrative:
.